Manufacturer narrative:
D4) device serial number- not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and a right atrial (ra) lead due to bacteremia. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics visisheath dilator sheath on the ra lead, progress was made to the superior vena cava (svc) when binding was encountered. When trying to push through the calcification, the patient¿s blood pressure dropped and rescue efforts began, including rescue balloon and sternotomy. An svc perforation was discovered and repaired, and the leads were removed post-sternotomy. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.